Event description:
It was reported that the customer's insulin pump had been exposed to moisture. Customer's mothers stated the device had alarmed no delivery while on vacation and are unable to clear due to unresponsiveness. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 166 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump passed self test, error test and displacement test. No unexpected restart alarms noted. Insulin pump received with unresponsive up arrow button due to corroded keypad traces. Traces of moisture found at the motor assembly. Insulin pump received with bleeding lcd glass, cracked case at display window corners, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.